Event description:
It was reported that the patient presented for a generator upgrade procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited noise oversensing which resulted in an inappropriate auto mode switch (ams). The atrial lead was explanted and replaced. The patient was stable throughout.